Event description:
Implanted in 2005. On the following month, went to ER with "horrible" abdominal pain. Experiences sharp pains when she bends. Mesh remains implanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.